Manufacturer narrative:
Root cause: the fact that the screw hole was not tapped and a sound was heard while placing the screw showed that a great deal of friction occurred between the bone and the screw. This, coupled with the fact that the screw was mfg at the lower end of the wall thickness range (albeit within spec) shows that the technique that the surgeon used caused the breakage. The surgical technique, coupled with training from interventional spine employee already reinforces the need to tap the hole prior to implant placement. Initially, it was determined the event has not reportable. On a subsequent re-review, it was determined this event should have been reported. Device eval: returned device was visually inspected. Multiple scratch marks were found; heavy indentations were found. It was observed that the bone thread portion of the screw was torn off of the screw component.

Event description:
As we were advancing the screw you could hear it going in. He was not able to advance it very far. When the surgeon went to compress it, it did not budge. After an xray, we realized it was snapped in half. Pt is fine. Dr admitted that he should have stopped and removed the implant then tapped and then reintroduce the implant.